Manufacturer narrative:
(B)(4). Concomitant product(s): unk, unknown liner, unk. Unk, unknown cup, unk. Unk, unknown stem, unk. Report source, literature - mcgrory, b. Et al (2017). High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty. The journal of arthroplasty, 1-7. Doi: 10.1016/j.arth.2017.07.004. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05779.

Event description:
It has been reported in a journal article that a patient was revised due to mechanically assisted crevice corrosion (macc). It was also noted that pathology results revealed alval (aseptic lymphocyte-dominated vasculitis associated lesion) and elevated crps (c-reactive protein). Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.